Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A healthcare professional reported that, during surgery an ophthalmic diathermy probe did not respond. Procedure details are unknown. The surgery was completed using alternative probe and, there was no patient harm.

Manufacturer narrative:
Upon further review of the new information received regarding the event ¿ophthalmic diathermy probe did not respond,¿ it has been confirmed that there was no issue with the ophthalmic diathermy probe but related to the cassette, where the diathermy function failed to respond however improved after the cassette was replaced. All additional reports concerning the cassette will be submitted under mfg report num 1644019-2025-05440. No further reports regarding the diathermy probe will be submitted under mfg report num. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
Additional information received clarified that the issue was associated with the cassette, where the diathermy function failed to respond and it improved after replacing the cassette.